Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The field service engineer inspected the analyzer and corrected the reagent probe adjustment at the cuvette dispensing position. He performed qcs with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant albumin gen.2 results for four patient samples tested on the cobas c 503 analytical unit. Patient sample 1 the initial result was 73.9 g/l. The first repeat result was 51.6 g/l. The second repeat result was 35.8 g/l. The third repeat result after recentrifugation was 35.8 g/l. Patient sample 2 the initial result was 69.3 g/l. The first repeat result was 45.5 g/l. The second repeat result was 45.6 g/l. Patient sample 3 the initial result was 69.9 g/l. The first repeat result was 43.1 g/l. The second repeat result was 38.8 g/l. The third repeat result after recentrifugation was 38.9 g/l. Patient sample 4 the initial result was 58.7 g/l. The first repeat result was 37.8 g/l. The second repeat result was 36.4 g/l. The third repeat result after recentrifugation was 37.1 g/l.

Manufacturer narrative:
The investigation determined that the event was consistent with a hardware issue. The investigation determined that the service actions resolved the issue.